Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated downwards which resulted in the dislodgement of the right ventricular (rv) lead. The rv lead also exhibited diminished r-waves and no capture. It was noted that the patient experience lightheadedness. The ipg was reprogrammed and remains in use. The rv lead was explanted and replaced.